Manufacturer narrative:
Additional information was received which indicated that the cause of the perforation was unknown. The patient condition was reported to be in remission with patient discharge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was discarded by the customer; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during this procedure with this confida guidewire, a left ventricle perforation was reported. Hemostasis was performed after surgical thoracotomy. No additional adverse patient effects were reported.